Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could not be established. Probable root cause may be an intermittent component failure. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the device functioned as intended. No overheating was observed. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that the unit gets untouchably hot during use. It is unknown how was the issue solved.